Event description:
The facility reported a pump with a problem with the pump's battery. It is unknown when this occurred. There was no pt injury or medical intervention necessary according to the hosp rep.